Event description:
It was reported that during a stent graft procedure of a pseudo aneurysm in the av fistula, the initial stent graft was deployed successfully; however, during the second deployment of a stent graft of a separate lesion, the stent graft partially deployed. The stent graft and delivery system were removed over the wire as one unit without incident. No add'l stent grafts were deployed in the av fistula. There is no reported pt injury.

Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. This is the first complaint reported for lot number anxa0088 to date for deployment issue. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. The metal rod connecting the handgrip and the y-injection adapter was noted to be bent. It is likely that manipulation of the delivery system during the attempt to deploy the stent graft or during the removal of the delivery system from the pt resulted in the returned sample condition. Therefore, it is likely that procedural issues have contributed to the reported event. However the definitive root cause is unk.